Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed based on visual examination of the customer supplied photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide. " teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the doctor felt not smooth when inserting guidewire into patient, and the guidewire was kinked after pulling out.